Event description:
The customer reported to olympus, the hd 3cmos camera head had a no image problem. The issue was found during a therapeutic total laparoscopic hysterectomy (tlh) procedure. There was a 10-minute delay. However, the procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no image issue was due to faulty cable. Additionally, scope communication error was found to be due to cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the no image display and scope communication issues are related to cable failure. However, a definitive root cause for the faulty cable could not be identified. This issue is addressed in the instructions for use (IFU): do not round the camera cable smaller than the diametral 20cm. Damage may occur. When the camera cable is in a round position, do not pull on it and stretch it gradually and straighten. Doing so can break the camera cable. Do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. Do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. The endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. Do not fix the camera cable with a pair. Doing so can break the camera cable. Do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage. Olympus will continue to monitor the field performance of this device.